Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor siltex round moderate profile 300cc saline breast prosthesis, catalog #3542645, lot #146607. (B)(4).

Event description:
It was reported that a (B)(6) -year-old female patient underwent a primary breast augmentation procedure with a mentor siltex round moderate profile 300cc saline breast prosthesis that deflated after implantation. Deflation was on the patient¿s left side. In addition, the patient developed capsular contracture (baker grade unknown) in her left breast. As a result, the patient underwent bilateral explantation and replacement with mentor saline breast prostheses on (B)(6) 2018.

Manufacturer narrative:
On (B)(6) 2018, mentor completed the investigation on the suspect medical device. Upon receipt to mentor, the device contained no fluid. White material was observed within the device. Yellow material was observed on the shell surface. Visual evaluation of the device revealed a rent within an area of siltex cracking on the posterior view, measuring 1.6 cm. Parallel lines of shell wear were observed on the anterior view, suggesting in-vivo folding or creasing of the device. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent, siltex cracking and shell wear occurred sometime subsequent to the removal of the device from its protective packaging. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the rtv shell of siltex breast implants. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the white and yellow material observed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. With the information provided, the product evaluation (pe) team concluded the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/14/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On 11/28/2018, the mentor product analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).